Event description:
While preparing to transport pt with the defibrillator, the following error messages flashed: system fault 36 and 37, paddle fault, defib disabled, pacer disabled, low battery. The cathlab tech shut unit off and replaced it with a working one. This is the third (similar) type event regarding these defibrillators.